Event description:
The customer reported that when the pad was removed from the patient following an ablation procedure, the physician noticed the patient received a first degree burn at the pad site on the front of the left thigh. The injury was described as a reddened area, 3cm x 0.5cm in size. The skin was cooled and the redness disappeared by the next day. The customer reported that patient information (age, gender and weight) is not available. The lot number of the device is not available.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.